Event description:
When collecting this patient's specimen, the rn noted that the buffer vial did not contain liquid buffer. The rn obtained another collection kit and collected the specimen and submitted it to the lab for testing. The rn examined the remaining collection kits and found 1 additional buffer vial that was empty. This was reported to the lab and they also found 1 of the same lot number with an empty buffer vial as well. Manufacturer response for rom plus collection device, (brand not provided) (per site reporter). Nothing at this time.